Event description:
It was reported that during surgery the item broke. Less than 30 minutes delay was reported and a backup device was available. The device broke over the patient¿s incision.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The hex tip on the device fractured off and was not returned. The device was manufactured in 2007 and exhibits signs of extensive wear/usage. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the material. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.